Event description:
Customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through the process of resetting the pump, which resolved the issue successfully, allowing the customer to continue with their sensor session without further errors.